Event description:
It was reported that this right ventricular (rv) lead exhibited a lead fractured which led to elevated rv threshold, fluctuating high impedance and oversensing on the rv channel which was confirmed via x ray. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.